Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a ventilator was turned on the display would cycle from the 6 picture screen to a black screen and then back to the pictures. Once it was turned on the touchscreen was intermittently unresponsive.